Manufacturer narrative:
Subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as no device was returned. A device history record evaluation has been requested.

Event description:
During a nailing procedure, the surgeon was unable to remove the coupling screw from the helical blade. Upon attempt to separate the devices, the coupling screw tip broke off in the recess of the helical blade. The tip and the helical blade remain in the pt; no further surgery is planned at this time. This is one of two reports submitted on this event.